Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was damaged at "port junction and catheter" during patient use. The device was replaced and a second attempt at the procedure was successful. The patient's condition was unknown at the time of this report.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line/hub separation in use cannot be confirmed as there is not clear visual evidence of separation between any extension line/hub in the photo provided. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was damaged at "port junction and catheter" during patient use. The device was replaced and a second attempt at the procedure was successful. The patient's condition was unknown at the time of this report.

Manufacturer narrative:
(B)(4). The customer provided one image of the damage for analysis. The image shows one 3-l cvc catheter. The customer returned one 3-l cvc catheter for analysis. No definite signs of use were observed. Initial visual analysis of the catheter extension lines revealed no obvious defects or anomalies. After failing functional testing, a crack was observed on the juncture hub and catheter extrusion. The edges of the crack appeared smooth and uniform, which is consistent in appearance with damage due to interaction with sharps. The overall length of the catheter measured 94mm which is within the specification limits of 89mm - 101mm per the catheter product drawing. The outer diameter of the catheter measured 1.423mm which is within the specification limits of 1.31mm - 1.44mm per the catheter extrusion graphic. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "check lumen placement by attaching a syringe to each extension line and aspirate until free flow of venous blood is obse rved." The extension lines were flushed using a lab inventory syringe, and the medial and proximal extension lines flushed as intended. When flushing the distal extension line, a leak was observed on the catheter body adjacent to the juncture hub. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs and within the juncture hub. A device history record review was performed, and no relevant findings were identified. The IFU as a part of this kit informs the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The customer report of a catheter leak in use was confirmed through investigation of the returned sample. Visual and functional analysis confirmed a leak on the catheter body and juncture hub due to a crack. Despite this, the catheter passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the catheter was damaged at "port junction and catheter" during patient use. The device was replaced and a second attempt at the procedure was successful. The patient's condition was unknown at the time of this report.